Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during use of a smiths medical cadd medication cassette the pump exhibited a "no disposable" alarm. Per reporter the alarm went off in middle of first night about one third to one half way through treatment according to nurse. It was reported that two patient's experienced the alarm over the "past week or two." It was reported that the tubing was primed with pump. No adverse patient effects were reported. Per reporter no additional information is available..